Event description:
The pt was found unconscious by a nurse. The nurse tested the pt's blood glucose on the suspect device and the result was 120 mg/dl. Another device was used and the result was 20 mg/dl. The pt was given orange juice and taken to the ER. Pt's blood glucose at the emergency room was 286 mg/dl from an unknown method.